Manufacturer narrative:
(B)(4). Batch # t92k0d. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. . A manufacturing record evaluation was performed for the finished device batch t92k0d number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was received: can you please clarify, when "only the distal clips closed", were there proximal clips that did not close? The distal tip of the clips closed down but that was it. The device failed to collapse the entire clip, leaving a closed loop of clip itself. Dr. Couldn't get clip to completely close so she tried to remove device instead. If yes, what was their clip formation (unformed, malformed, scissored)? The clip distal legs were closed but the remaining clip was not, leaving an incomplete clip (loop shape). When the device was removed from the bile duct, it tore. Can you please clarify if the device jaws tore the bile duct? Or if a clip tore the bile duct? It was the distal tips of the clips that tore the duct, as they were approximated and the rest of the clip wasn't. Other than the drain that was placed, was there any other change in the patient's post-operative care? No.

Event description:
It was reported that during a lap cholecystectomy, while clipping a bile duct, only the distal clips closed. When the surgeon went to remove the device from the bile duct, it tore, creating a bile leak. Case completed with another device of the same product code, and they clipped above the leak to stop it. A drainage tube was placed. There were no patient consequences reported.